Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/19/2017. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. Visual inspection shows the product was cut in the middle of the optic area, most probably to make removal possible. Considering the condition of the lens additional analysis is not possible. Complaint event cant be confirmed as the complaint was related to patient condition. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after a zcb00 21.5 diopter intraocular lens (iol) was implanted into the left eye (os) of the patient, the surgeon noticed the capsular bag was unstable and the lens was removed. Reportedly, the patient left aphakic and there were no complications. No additional information was provided.